Event description:
"For the last 3 years, I used the (tampax) tampons on a regular basis, every month, for 5 consecutive days, every 8 hours. However the last time I used the tampons, I had to buy super plus instead of the super I normally use. I used the super plus tampon during the mesural cycle that ended in the night of feb. 20, 2005. The next morning, I had fever, diarrhea, and I was vomiting. Since my menstruation cycle had just ended, I did not wear a tampon anymore. Because I work in a place where bacteria are abundant, my first diagnostic was gastro-enterite. I drank a lot of water, I took some tylenol and I had some rest. The next day, on feb. 21, I felt weak and I was still dehydrated. I had a fever and decided to go to the emergency where I work. I was almost fainting while standing. My co-workers took care of me just in time. The problem was quickly identified: toxic-shock syndrome. We were able to identify the problem because I had a rash or redness. The treatments were quickly started and I stayed at the hospital. I am still under medication and resting.